Manufacturer narrative:
Evaluation summary: the closurefast catheter was returned for evaluation. Visual inspection of the catheter shaft revealed multiple kinks. The kinks are approximately 39.5 mm and 84.4 mm proximal from the distal tip. The catheter cable connector was visually inspected under magnification and no damage was observed to connector pins. A damage in the coil was noted. Visual inspection under magnification revealed the fep was damaged and the coil was exposed. There is evidence of a dent in the damage region of the coil. Bubbling sanguine material was also observed in the damage region of the coil. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to treat patient at the great saphenous vein using a closurefast catheter with a rfg2 generator. Transducer compression and tumescent infiltration were used. IFU was followed. It is reported that catheter was unable to reach correct temperature and wattage during the procedure. When physician removed the catheter from the patient, they noted 1-2 kinks on the outer shaft of the device. A second catheter was used to complete the procedure. No patient injury reported. When device returned to the evaluation facility, it was noted that the fep was deformed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.